Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with prodisc-l at l5-s1 on (B)(6) 2007. Pt complained of pain after 2.5 years. X-rays showed dislocation in ventral. Prodisc-l was removed on (B)(6) 2011. This is the 2nd of 3 reports submitted on this event.